Event description:
It was reported that the physician wanted to review as patient stated that the lead had an unknown issue. Boston scientific technical services (ts) discussed that no out of range measurements observed. This lead remains in service. No adverse patient effects were reported.